Event description:
A user experienced under/no delivery with an electromechanical ambulatory infusion pump. According to the complainant, the pump has been out of service since last year, awaiting repair. The complainant nor other staff members at the clinic could not provide details related to the alleged malfunction. However, the complaint did indicate that there was no injury associated with the event.